Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 75 mg/dl. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. Insulin pump will be returned for analysis.